Event description:
The customer contacted baxter's (B)(4) to report a system error (se) 2240 which occurred on home choice (hc) during dwell 4 of 4. The home patient (hp) did not disconnect nor were any bags disconnected. There were no leaks noted. The hp had already cycled power and got se 2367; then alarm cleared. The hp will complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The home patient (hp) returned the telephone call on (B)(6) 2011 regarding the system error 2240 alarm. Per hp, she did not receive any injury or medical intervention as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided. This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).